Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a patient regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was still experiencing lumbar/back pain despite having spinal cord stimulation (scs) therapy. It was noted that this had been an issue since the patient was implanted on (B)(6) 2016. Additional information was received from the patient. It was reported that the patient had a lot of problems since implant. The patient had pain at the ins site that traveled down both legs and both feet. The patient had to use a walker since implant. The ins and leads were removed (B)(6) 2017 and the patient wanted to get the ins back post-analysis. It was noted that the patient continued to have pain symptoms down his legs and feet since the device was removed. It was also noted that the patient had an appointment on (B)(6) 2017 at 1:30 pm regarding the symptoms. Additional information was received from the patient. The patient called to verify if the manufacturer¿s analysis lab had the ins and would return it to him once analysis is complete. Additional inform ation was received from a manufacturer representative (rep). It was reported that the rep was unaware of any device being returned as no rep was present for the patient¿s explant. It was noted that if the hospital has the device it would have been sent to pathologies and they would most likely contact a rep to send it back. The rep had not received any communication about this procedure or any ins to be returned. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-03. The patient reported that after the implant was put in, the pain in his back that was implanted for was gone, but it felt like he had a pinched nerve which rendered him unable to walk without a walker or to lay down. The patient reported that after the implant was removed the pain got worse and it felt like the implant was still in his back, which was why he thought it was the healthcare provider¿s (hcp) fault for a pinched nerve. The patient reported that he was on pain pills and he told his hcp he didn¿t want to be on pain pills. The patient reported that he was happy with the manufacturer and manufacturer¿s representatives have met him multiple times for mris. The patient reported that the mris were to figure out why he was having ¿spells.¿ the patient reported that he had fallen so many times he couldn¿t even count.

Manufacturer narrative:
Upon further review, the explant date noted was corrected to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and from a patient regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was still experiencing lumbar/back pain despite having spinal cord stimulation (scs) therapy. It was noted that this had been an issue since the patient was implanted on (B)(6) 2016. Additional information was received from the patient. It was reported that the patient had a lot of problems since implant. The patient had pain at the ins site that traveled down both legs and both feet. The patient had to use a walker since implant. The ins and leads were removed (B)(6) 2017 and the patient wanted to get the ins back post-analysis. It was noted that the patient continued to have pain symptoms down his legs and feet since the device was removed. It was also noted that the patient had an appointment on (B)(6) 2017 at 1:30 pm regarding the symptoms. Additional information was received from the patient. The patient called to verify if the manufacturer¿s analysis lab had the ins and would return it to him once analysis is complete. Additional information was received from a manufacturer representative (rep). It was reported that the rep was unaware of any device being returned as no rep was present for the patient¿s explant. It was noted that if the hospital has the device it would have been sent to pathologies and they would most likely contact a rep to send it back. He rep had not received any communication about this procedure or any ins to be returned. No further complications were anticipated.